Event description:
It has been claimed by the customer that the bed's wheels were moving while the brakes were in locked position. As a result the pt fell from the bed. The customer requested swap of the rental bed and at the same time has been informed by an arjohuntleigh rep to make sure that all brakes are engaged. The customer responded that all brakes are locked. It has been confirmed with the facility that there were no injuries to the pt as a result of fall. Unfortunately, circumstances under which the event occurred are unk. The bed in question has been returned to the svc unit, where it has been inspected - no issues with the bed's brakes were found. All brakes worked properly when being applied. The allegation has been not confirmed. The device has been swapped on a customer request. MFR ref # 3007520694-2015-00105.